Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with antiseptic solution, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out as potential causes. Additionally, severe force applied to the implant, excessive twisting, bending, or stretching, and touching or picking the wound have been ruled out. However, the patient was a poor surgical risk as they had signs of swelling and edema prior to the implant procedure. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient had signs of swelling and edema prior to the implant procedure (user error- clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported an infection at the receiver site from a suture that was protruding through their skin. The patient visited the emergency room where the non-absorbable anchoring stitch was removed and antibiotics were prescribed. The patient is being managed by wound care where their wound is irrigated and dressings are changed. Additionally, the patient is scheduled to have an allograft placed over the wound to expedite healing. The patient is doing okay and the infection is under control and being closely monitored. As of (B)(6) 2024, the patient is being seen twice a week for wound care. Although the infection is under control, further antibiotic treatment was required. The patient has a follow-up appointment on (B)(6) 2024.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with antiseptic solution, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out as potential causes. Additionally, severe force applied to the implant, excessive twisting, bending, or stretching, and touching or picking the wound have been ruled out. However, the patient was a poor surgical risk as they had signs of swelling and edema prior to the implant procedure. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient had signs of swelling and edema prior to the implant procedure (user error- clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported an infection at the receiver site from a suture that was protruding through their skin. The patient visited the emergency room where the non-absorbable anchoring stitch was removed and antibiotics were prescribed. The patient is being managed by wound care where their wound is irrigated and dressings are changed. Additionally, the patient is scheduled to have an allograft placed over the wound to expedite healing. The patient is doing okay and the infection is under control and being closely monitored. As of (B)(6) 2024, the patient is being seen twice a week for wound care. Although the infection is under control, further antibiotic treatment was required. The patient has a follow-up appointment on (B)(6) 2024. Additional information was provided on october 8, 2024. The patient attended a follow-up appointment and the wound was found healing with no signs of infection. The patient continues to use the therapy for its effective pain management and no further treatments for the wound are planned.